Event description:
The device was used as an infusion port. Reportedly the catheter split in half located in the heart. The surgeon removed it and replaced it with a 333 catheter. The hosp has reported that the pt's status is satisfactory.